Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2025, during a myosure manual procedure, the customer reported that the blade was not opening and closing fully. Once the procedure was over when removing the specimen capture container, it spilled and some of the tissue was possible lost. Once the container was off from the device it appeared to open and close properly. No other information could be obtained.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and there were no signs of physical damage in the device, the tissue trap and the cover were not returned. A demo tissue trap and cover were used to perform the testing. Functional testing was conducted, and the device passed the testing; the window was opening as intended, the failure reported was not reproduced. Hence, the complaint cannot be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number.the device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H6: health effect clinical code appropriate term/code not available: suggested code : loss of tissue sample.